Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A healthcare professional and a family member reported that the patient was hospitalized on (B)(6) 2011 with blood glucose (bg) of 800mg/dl and vomiting. It was reported that the patient was diagnosed with diabetic keto-acidosis. The pump reportedly was disconnected and the patient was started on intravenous hydration and insulin drip. It was reported that the patient resumed pump therapy on (B)(6) 2011. Troubleshooting was completed with customer support (cs) and there were no mechanical issues with the pump. Cs expressed to the healthcare professional that the patient's elevated bg may be contributed to a (B)(6). The patient continues to use the pump with no further reported issues. This report is being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.